Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized due to high blood glucose. The blood glucose reading was 1090 mg/dl at the time of admission. Customer stated that her legs were not working due to the high blood glucose. Customer also stated that her insulin pump is cracked at the reservoir compartment. Nothing further was reported.